Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2019 with the following findings:.scrap. During investigation, the black box verified a cs 88 watchdog alarm on (B)(6)2019 at 19:03 . A power on reset was was recorded at 19:03 and insulin deliveries were resumed by the user at 20:07. The pump cover was removed and there was evidence of moisture corrosion located on internal components including the watchdog device. Investigation basal duration test was unable to duplicate cs88 or of power loss. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.